Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high and low blood glucose on (B)(6) 2018. The customer¿s blood glucose level was unknown. The customer was treated in the hospital. The customer was wearing the pump at the time of hospitalization. The insulin pump will not be returned for analysis.